Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 600 mg/dl. Customer was vomiting. Hospital is treating with insulin drip. Hospital does not want customer using the insulin pump, it is malfunctioning. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.